Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the upstream occlusion (uso) seal was separating from the chassis. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed. The uso seal was replaced.

Event description:
It was reported that the device has the wrong configuration when powered on, as it should say 'manual' instead of 'pharmguard'. There was no patient involvement. Device evaluation found the upstream occlusion seal was separating from the chassis.